Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. A review of the system logfile confirmed the malfunctioning of the ups. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the fuse in the gpdu was blowen out because of the ups malfunction. To resolve the reported issue, the fse replaced the fuse and bypassed ups. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.